Event description:
(B)(4). Same case as: 2134265-2011-01823. It was reported that post a coronary stenting treatment procedure, the patient experienced thrombosis. The patient presented with stemi and cardiogenic shock. The 100% stenosed target lesion was 2.0mm in diameter and 28mm long located in the proximal right coronary artery (rca). The lesion was treated with thrombectomy, predilation and placement of a 3.0x28mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient experienced abrupt closure with timi 0 flow following post dilation. Thrombus was noted which was treated with repeat thrombectomy with restoration of timi 2 flow. The patient was discharged on aspirin and prasugrel

Manufacturer narrative:
Patient identifier - (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).